Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason. The customer stated that they put battery and put a little contact on the little brass thing that goes into it. Customer tried to stuck but they did not get any display. The insulin pump will not be returned for analysis.